Event description:
Customer reported a blank display on the insulin pump and stated that they changed the batteries and the insulin pump appears to be working as designed. Customer's blood glucose reading at the time of the call was 212 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.